Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported the tubing leaked lipids at the connection to another set while connected to a patient in the cvicu. There was no harm.

Manufacturer narrative:
The customer¿s report of the tubing leaked 20% lipids at the connection to another set was confirmed. Visual inspection of the set noted slide clamps were in the open position. There were no other anomalies observed. Functional and pressure testing confirmed leaking at the location between the set¿s proximal female luer and the concomitant set¿s distal male luer. The root cause of the leaking was confirmed as being the connection between the suspect set¿s proximal female luer and the concomitant set¿s distal male not being fully hand tightened.

Event description:
The customer reported the tubing leaked 20% lipids at the connection to another set while connected to a patient in the cvicu. There was no harm.